Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, explanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that they had the trial put in a year and a half, almost 2 years ago, the rep didn't tell pt to not raise their hands above pt's head and the pt's leads migrated down. Pt said the leads then ended up not working and pt was getting all kinds of pulses so pt turned trial device off. Pt said the following monday (issue happened over the weekend), pt met with a rep who reprogrammed pt's therapy as only 2 electrodes were working. Pt said after that the pt got a great result for the last day and a half of the trial. Patient services (pss) documenting the information given during the call. Pt also mentioned ins was supposed to be put in in march, but was delayed to oct due to covid.